Manufacturer narrative:
(B)(4).

Event description:
It was reported that a break occurred. The target lesion was located in the obtuse marginal artery. A samurai guide wire was advanced. During the procedure, it was noticed that the radiopaque portion was not smooth. There was a "break in the radiopaque portion". A non-bsc device was used in the completion of the procedure. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR. Unit returned with its original pouch batch. Overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The reported abnormality of a break in the radiopaque portion was confirmed from the examination of the returned product. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that a break occurred. The target lesion was located in the obtuse marginal artery. A samurai guide wire was advanced. During the procedure, it was noticed that the radiopaque portion was not smooth. There was a "break in the radiopaque portion". A non-bsc device was used in the completion of the procedure. No patient complications were reported and the patient's status is fine.